Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was erratic and that the calibration was out at all readings. The reciprocating arm, motor, find adjustment cams, plug harness, switch, and bearings were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported there was a device malfunction. It occurred during sterilization. There was no harm. Investigation found the motor was erratic. No adverse event was reported as a result of this malfunction.